Manufacturer narrative:
The customer¿s report of separation of the silicone pump segment from the upper fitment was confirmed. Visual inspection of the set showed that the silicone pump segment had detached from the upper fitment; the retainer ring was still in place at the end where the segment had detached. Microscopic examination of the upper fitment components and both ends of the silicone segment did not reveal any damage or abnormalities. Functional and pressure testing was performed; no pump alarms or separation of the silicone segment were observed. The root cause for the separation was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing broke and separated at the upper fitment and spilled cytarabine on the patient and nurse. This occurred while the nurse was inspecting the IV tubing after the pump alarmed. No harm to the patient or nurse.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.